Event description:
It was reported by service report that the brakes would not stay engaged due to a worn brake cam assembly. No patient was affected or clinically relevant delay in treatment was reported.